Manufacturer narrative:
The na electrode lot number and expiration date were not provided. The field service engineer (fse) found an issue with the vacuum system. The vacuum container, waste vacuum valve, 3-way valve, and vacuum nozzle were replaced. Afterward, the ise check was acceptable. Pooled samples and a test sample were repeated with reproducible results. The investigation determined the issue with the vacuum system was the cause of the event. The service actions resolved the issue.

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for na electrode (na) on a cobas c 303 analytical unit. The initial result was 150 mmol/l. The sample was repeated twice with results of 140 mmol/l.